Event description:
It was reported that the patient was not being able to adjust stimulation and display showing "call your doctor" icon was noted. The reported a power on reset (por) condition with a warning symbol. It was indicated that the patient had appointment scheduled for wednesday, 2 days after the date of this call. 2 days later the patient was with manufacturer representative and noted por on the patient programmer. It was noted that the patient had procedure with dermatologist and thought they might had accidentally touched neurostimulator (ins) with electro cautery. It was indicated that when the representative went to enter s# it was giving them an error sound. They were advised entering only numeric values for the s#. This resolved the issue and representative was able to program the patient. The impedances received was >4000 ohms for all values. Prior to re-running impedances the 8840 session terminated on its own. When representative tried to program again they were prompted to enter s# again on 8840. Advised trying to enter s# again, exit 8840 session and then re-start session with bonding to pp. Representative tried this but was continually being prompted to enter s# on the 8840. It was indicated that during the call the representative was able to get 4 programs in and synch with icon three times but once they got into program 1 at 0.9v it brought them to a por screen. It was indicated that they reported seeing impedance of 4000 and battery status of low and continued to get por message. The patient was typically at setting of 3.6v and estimated settings of 3.6v, pw of 210 and 14hz longevity would be 18.85mo to elective replacement indicator (eri) and 2.18 years to eos. It was indicated that patient was almost at two years and likely reaching end of service (eos) which is causing por. The patient had not used programmer recently because therapy was working well so pt did not see any low battery messages. The patient noticed symptom return over the past weekend and the dermatology procedure was a couple weeks ago. The patient indicated that they did not have any symptoms until over this past weekend. It was later indicated that por condition appeared following emi exposure. The patient had electro cautery to remove mole. It was indicated that the patient had por message and clinician cannot reprogram ins .it was noted the por kept occurring after tried instructions. It was indicated later that the patient was on vacation and will follow up at a later date. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006qt, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 8840, product type: programmer, physician. (B)(4).